Manufacturer narrative:
A complete lead was returned in three pieces. The damage found was sustained during the surgical procedure. The portions of the lead returned was otherwise normal.

Event description:
It was reported that a asymptomatic patient presented in clinic where the left ventricular dislodgement was discovered. The lead was extracted and replaced on (B)(6) 2018. The patient was stable after the procedure.